Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is without stimulation. Patient has not charged the ipg for an extended period time. Patient had effective therapy before he ceased charging the device. Surgical intervention may take place at a later date.